Event description:
A surgeon reports performing a lens exchange due to the pt's complaint of blurred vision at all distances. Follow up info indicates the pt was not able to accommodate to the lens with her right eye as she had with her left eye. The replacement lens was a monofocal lens model and the pt is happy with the outcome.

Manufacturer narrative:
H.3, 6: the complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints rec'd for this lot number. Add'l info requested by fax and mail on 1/20/06. Phone f/u was conducted on 11/20/06, 11/27/06 and 11/30/06. Add'l info was provided during phone follow-up. To date, a completed questionnaire has not been rec'd.